Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation evaluation: a review of the complaint history, device history, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a review of current documentation was conducted. Sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. It should be noted there are no relevant non-conformances for lot # 8969384. As there are no other lot related complaints that have been received from the field, it has been concluded that there is no evidence that nonconforming product exists in house or in the field. Based on the results of the investigation and the available information, the root cause was traced to manufacturing and is likely to be related to a quality control deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, what appeared to be a piece of dark hair was discovered during quality inspection by a distribution center inside the sealed ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter package . This device was discarded and did not reach facility or patient. As reported, the product did not reach patient, therefore there were no adverse effects or require any additional procedures due to this occurrence.